Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle deployed prior to proper pod activation.

Manufacturer narrative:
The pod was received not deployed. The download data shows the device completed 46 first prime pulses and was then deactivated by the user. The needle mechanism did not deploy as the pod was deactivated after the first priming sequence ended but before the start of the second priming sequence. During investigation, the device deployed as intended upon manual rotation of the ratchet gear. No damages or defects were observed that would result in the needle deploying early.